Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient was not wearing the pod at the time of seeking medical attention because he had removed the infected pod and was afraid to put on another. He sought medical attention at the emergency room (ER) on (B)(6) 2025, for an infected pod site, staying for 4 hours and being discharged the same day. Symptoms included a warm, infected bump at the pod site. He was diagnosed with an infection and treated for a skin abscess, which was drained, and given a medicated bandage and antibiotic capsules. The patient reported using alcohol wipes to disinfect the area and noted that the infection started from a small ball at the pod site. He resumed treatment after some time. The pod was discarded.